Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. The eval was able to confirm the audio function was not present. Further eval identified that the absence of audio was due to a loose back flex connection into the j6 connector of the input/output printed circuit board (I/o pcb). During the eval, the back flex was connected to the I/o pcb with the device functioning as expected. All detection capabilities and visual alert functions performed as expected.

Event description:
During baxter's functional testing of a spectrum device, it was found to not have audio function. There was no pt involvement.